Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event:model number/catalog number: sc-2218-50.serial number: (B)(6).batch/lot number: 7168503.model/catalog description: linear st lead kit 50 cm.unique identifier (UDI) #: (B)(4).model number/catalog number: sc-2218-50.serial number: (B)(6).batch/lot number: 7168700.model/catalog description: linear st lead kit 50 cm.unique identifier (UDI) #: (B)(4).model number/catalog number: sc-4318.batch/lot number: 35716617.model/catalog description: clik x anchor sterile kit.unique identifier (UDI) #: (B)(4).